Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device malfunctioned. Additional product codes: mnh, mni, kwp, kwq. 510k: this report is for an unknown mono/polyaxial screws: uss/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant/explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that urs screws were the screws that have been used for thoracolumbar fixation by the year of 2017. They were good and efficient material. These screws were discontinued and replaced by uss2 polyaxial and click x screws. These two types of materials are inferior to the urs screws and have worse quality. The surgeon reported some intraoperative problems with both screws; such as loss of thread, head loosening and difficulty in connecting the rods. All difficulties were solved after arduous work in the surgical field. This report is for (2) devices. This report is 1 of 2 for (B)(4).